Manufacturer narrative:
Technical services provided instructions at time of the event to adjust the registration settings. The issue was resolved and the system was fully functional.

Event description:
A medtronic representative reported that the probe was inverted and inaccurate after completing a CT + fluoro registration in a synergy spine case. The issue was resolved and the surgeon continued use of the stealthstation to complete the surgery with no impact on the patient outcome.